Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lining of the jaw was coming off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There was slight evidence of charred tissue observed in between the jaws. The silicone layer on the hot jaw was observed to be peeled at the tip, exposing the inner metal. The heater wire was also observed to be bent at the tip, flexed at the center and attached at the base. There were no other defects detected. Based on the returned condition of the device, the reported failure "peeled jaw" and the analyzed failure "bent wire" is confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lining of the jaw was coming off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.